Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the system. The reported event was confirmed and attributed to the handpiece being clogged due to improper cleaning of the handpiece. The handpiece was confirmed to have been functional and the customer was advised about proper cleaning and usage. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 13, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause was attributed to the improper cleaning of handpiece by the customer. (B)(4).

Event description:
A customer reported no "force phaco" during a procedure. The case was completed with no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).